Event description:
An exeter 44/1 stem was called for. It was checked and approved for opening. Upon removing the plastic from the outer box, the box appeared fully sound. Upon removing the inner packaging from the outer box, the packaging containing the stem did not appear to be sealed properly. Another identical item was sourced and used instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.